Event description:
Contact reported patient who was implanted with spinal fixation device required a revision procedure due to loosening of the set screws.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.